Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that yesterday all of a sudden, she started having pain where her ins was and it was moving around. No further complications were reported.